Event description:
Event #1 tpn tubing noted to be leaking at both connections between filter (connection from filter to tubing and also filter to trifuse). Potential harm to patient based off tubing no longer being a closed system. Tubing change requires breaking the line. Also required to change tpn from custom bag to generic bag which results in a difference in nutrition provided to patient. Event #2 tubing noted to be leaking at the intralipid stop cock connection. All fluids infusing through uac per unit practice setup. Clave connecting il line to stopcock removed with hopes of stopping the leak event #3 tubing noted to be leaking at intralip stopcock connection after clave was removed. Stopcock replaced with the individual stopcock available in med room. To note- leaking stopcock was the one attached to the arterial line tubing.